Event description:
Same as MFR report#: 6000093-2005-01091 it was reported that two weeks following a coronary drug eluting stenting treatment procedure, an aneurysm was detected. The target lesion was located in the left anterior descending artery (lad) and was predilated with an unknown balloon. Two taxus express2 drug eluting stents of unknown sized were deployed in an overlapping fashion in the lad. No abnormalities were seen after stent placement. Two weeks after the pt was diagnosed with an aneurysm in the lad.

Event description:
Aneurysm was found approximately 6 weeks after initial procedure.